Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman trusteer access system (was) was selected to be used. During the procedure, a heparin drip was administrated prior to transeptal puncture (tsp) and then a bolus after. The activated clotting time (act) was 350 seconds. A mobile thrombus formed on the was sheath while in the left atrium (la). The clot came out of the was sheath during aspiration. The patient fully recovered and was discharged. The closure device was not implanted, but a new procedure date is currently being arranged.